Manufacturer narrative:
No product will be returned per customer. The customer complaint of IV tubing set disconnected and leaked could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that an IV tubing became disconnected at an unspecified location, and leaked during a heparin infusion. The patient's ptt dropped to less than 30. The customer reported that unspecified 'additional treatment' was required.although requested, no other information was provided by the customer.